Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 57 and blood glucose was 185 mg/dl another time the sensor glucose was 135 and blood glucose was 235 mg/dl. Customer reported to have received three thresholds suspend alarms. Customer was not able to continue troubleshooting due to doctor's appointment.